Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the cable for the radiofrequency (rf) head was out of specification.

Event description:
It was reported that there was a communication error in the analyzer screen. The programmer was returned to the manufacturer, analyzed, and the radiofrequency (rf) head tested out of specification. No patient involvement or complications were reported as a result of this event.